Manufacturer narrative:
Device received with blood on adhesive pad and hard cannula visible through the exposed portion of the soft cannula. The device was opened, it was noted that the formed needle is not seated within the slide retract. The needle not retracting properly is cause for the bleeding and pain. Otherwise, no damages or defects noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 418 mg/dl while wearing the pod longer than 48 hours. After continuing to experience pain and elevated bg levels (despite the delivery of multiple corrections and manual injections), patient removed the pod and found the needle had never retracted; this indicates a needle mechanism failure occurred. Patient also reported skin irritation at the infusion site (hip/buttocks). As treatment, a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).